Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02324; 2938836-2019-02325. It was reported that the patient expired. The patient had terminal lung cancer and was under hospice care. Low, out of range high voltage lead impedance was reported on the right ventricular lead, which led to aborted therapy for ventricular fibrillation episodes. In addition, a magnet appeared to have been placed on the device. There is no known allegation from a health professional that suggests the death was related to the device.